Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the colonovideoscope exhibited foreign material within the forceps channel during reprocessing. There were no reports of patient involvement.